Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple parts including the sample syringe module, sample probe and the sample probe inner wash valve to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported six (6) patients had low results on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (ca), glucose (glu), blood urea nitrogen (bun), creatinine (cre), alkaline phosphatase (alp), alanine aminotranferase (alt), asparte aminotransferase (ast), albumin (alb), direct bilirubin color (dbc), total protein (tp), cholesterol (cho), triglyceride (tg), hdl-cholesterol (hdl), ldl-cholesterol (ldl), magnesium (mg), and gama glutamyl transferase (ggt) on their dxc 700 au clinical chemistry analyzer. The customer indicated the erroneous patient results occurred on multiple dates. Two patients (sample ID (B)(6) ) had results reportable out of the laboratory but later amended. The customer repeated all samples on another au analyzer and reported normal results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for six patients. This MDR is for patients' results generated on (B)(6) 2024.

Manufacturer narrative:
Upon additional review and follow-up with the customer for clarification on (B)(6) 2024, the customer confirmed patient sample redraw for one patient. B5 - describe event or problem section is updated to reflect new information of patient sample redraw for one patient. G3 - aware date is revised from 11oct2024 to 27nov2024.

Event description:
The customer reported six (6) patients had low results on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium (ca), glucose (glu), blood urea nitrogen (bun), creatinine (cre), alkaline phosphatase (alp), alanine aminotranferase (alt), asparte aminotransferase (ast), albumin (alb), direct bilirubin color (dbc), total protein (tp), cholesterol (cho), triglyceride (tg), hdl-cholesterol (hdl), ldl-cholesterol (ldl), magnesium (mg), and gama glutamyl transferase (ggt) on their dxc 700 au clinical chemistry analyzer. The erroneous patient results were generated on multiple dates. The customer repeated all patient samples and reported normal results out of the laboratory. The customer indicated two patients (sample ID (B)(6), results were reported out of the laboratory, however, they were later corrected. The customer indicated the patient with the sample ID (B)(6), was transferred from usva urgent care to a larger facility (facility unknown). On (B)(6) 2024, the customer provided clarification to beckman quality assurance confirming that the patient was transferred only for redraw of the sample. Redraw sample tested with normal results. The patient then left the facility with no treatment given. The patient was not hospitalized and was not admitted. There was no report of death associated with this event. This MDR is for two patients with results that occurred on (B)(6) 2024.